Event description:
It was reported that a spectrum iq pump did not infuse milrinone when programmed during therapy and did not alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.